Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have one (1) bent grip at the base, causing them to be misaligned. The grips were not found to be cracked. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the 8mm force bipolar forceps instrument metal part between the tip and the cables popped out. The customer have marked it with a sharpie. After receiving it back, the piece seems to be back in place. They were able to remove the instrument without removing the trocar. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgical task was tissue cautery. The issue with the instrument did not occur after a system fault. The target tissue was uterus. The jaws were not stuck on tissue when the issue occurred. There was no adverse effect to the grasped tissue. There were no unexpected tissue removal. No bleeding. No blood transfusion administered. The procedure was completed robotically. No patient injury or harm. The side arm had popped out. No collisions with other instruments. No media to review.